Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies and corroded motor home switch. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. Unit received with cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cosmetic damage. Customer¿s blood glucose was 6.1 mmol/l at the time of incident. Insulin pump had hair line crack and water entered in the pump on back. The insulin pump will be returned for the analysis.